Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a nodule in the lung. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a nodule in the lung. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation observed that the device came with a third-party filter that contained dust like contamination and hairlike fibers on it. Observed an unknown brownish contamination on the rear panel on the outside of the iso (international organization for standardization) port and on the front panel. Observed an unknown dust like contamination on the top enclosure, front panel, air inlet of the blower box, rear panel, bottom enclosure, blower motor, blower motor seal, and the blower box. Hairlike particles were observed on the inlet of the blower box and on the bottom of the blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error code.

Manufacturer narrative:
Additional information was received on (B)(6) 2024 and section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging CPAP device's sound abatement foam became degraded and caused a nodule in the lung. The patient did not report to receive medical intervention. There was no report of patient harm or injury. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR) section b2 was changed to blank (previously it was other serious) section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected.